Event description:
The handpiece was returned to the MFR for service, and during the eval a possible overheating condition was observed. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a possible overheating condition was found and then reported. Based on the investigation details, the likely cause was problems with the e-box and motor, which were each replaced along with other components.